Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to patient injury. Device issue: guide wire separation. It was reported that the balloon was sheered off of the catheter during advancement through the right coronary artery to the lesion, which was located in the distal pl, and was described as heavily calcified and very tortuous. The whole system was removed as one without any problems. The guide wire appeared to be sheered and curled too. No patient effects were reported. No additional event or patient information is available. This is being filed based on the returned product analysis that revealed a guide wire separation.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen. There was a tear in the inflation lumen and guide wire lumen starting in the guide wire exit notch and continuing to the tip of the catheter, including the balloon. The catheter was still in one piece. The catheter was not separated as reported. The ht balance guide wire was inserted inside the guide wire lumen and tip. There were three bends in the hypotube 8.5 cm, 50 cm, and 90.5 cm distal to the strain relief tubing. There was no other damage noted to the catheter. The guide wire was returned with blood and contrast visible on the coils. The guide wire was separated at the distal end of the hypotube. The fracture faces were ovaled as if kinked prior to separation. The coils were corkscrewed. There were offset intermediate coils proximal to the center solder for a length of 1 mm. There was a bend in the shaping ribbon 4 mm proximal to the tipball. There was no peeling noted to the guide wire. The tip coils were not stretched as reported. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned devices. Analysis of the returned devices confirmed damage; however, the balloon catheter was not separated (sheered off). Analysis of the returned devices found that the balloon catheter had a tear in the inflation lumen and guide wire lumen starting in the guide wire exit notch and continuing to the tip of the catheter, including the balloon. The catheter was still in one piece. There were also three bends in the hypotube observed. Analysis of the ht balance guide wire found that the guide wire was separated at the distal end of the hypotube. The fracture faces were oval as if kinked prior to separation. The coils were corkscrewed, and not stretched as reported. There were offset intermediate coils proximal to the center solder, and a bend in the shaping ribbon. The corkscrew shape of the returned guide wire is typical of when the guide wire is caught in the catheter and the catheter is rotated. This wraps the guide wire around the catheter. This would bind the wire to the catheter, but the factor that caused the guide wire to not rotate freely in the catheter could not be determined from the analysis. The tear in the catheter inflation and guide wire lumens, and the fracture of the core at the hypotube joint it appears to be related to trying to free the wire from the catheter after they were entangled. This type of mechanical damage to the catheter lumens can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. In the case of the guide wire, the hypotube joint is designed to remain in the guiding catheter where there is protection from extreme bending. The hypotube joint will withstand significant pull force, but if kinked, as found in the analysis, the pull strength is reduced. The guide wire sem showed that the wire failed from ductile overload at a bend. The bend on the shaping ribbon appears to be the j-shape applied by the account. The bends on the catheter hypotube and the guide wire coil damage appears to be related to the handling of the device, either during attempts to navigate the reported heavily calcified and very tortuous lesion, or during attempts to remove the system. In this instance, since no damage was noted during the inspection prior to use, and there is no evidence of a manufacturing related quality issue with the devices, the reported discrepancy appears to be related to the circumstances during the procedure. This MDR is considered closed by the product performance group.